Manufacturer narrative:
(B)(4); a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure "end firing" was noted. The fiber was exchanged and the second fiber exhibited "end firing". The procedure was completed by using third fiber. Patient outcome "ok" no injury to the patient was reported. This report is for second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-541a-1272: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 0 joule and 0 minute. The second fiber: 15,674 joules of use and 3:31 minutes. The fiber tips (caps) of both fibers were not cleaned during the procedure. This report is for second failed fiber.